Event description:
According to the reporter during a procedure, the suture was not working properly. The suture forms a loop when it was being tightened and it takes an end of the intestine that was not intended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.